Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the stent was partially deployed by 19mm. The outer sheath was kinked at several locations along the length of the outer sheath. It was noted that the distal handle was detached from the outer sheath. The blue outer sheath was stretched for a distance of approximately 20mm distal to where the blue outer sheath had separated from the distal handle. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. There was no issue in the movement of the outer sheath and no issues were noted with the profile of the deployed stent or the inner lumen. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a duodenal stent placement procedure on (B)(6), 2011.according to the complainant, the indication for the stent placement was a malignancy within the duodenum. The patient was noted to have very tortuous anatomy.during preparation, the nurse deployed the stent by approximately 1-2mm outside of the patient. The stent was reconstrained, inserted into the patient, and positioned within the duodenum. However, the stent failed to deploy upon multiple attempts. In addition, it was reported that the sheath handle had broken. The procedure was completed with a competitor brand stent.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.based on the device analysis, which indicates that the stent was partially deployed, this is now considered a reportable event.